Event description:
Same case as MDR ID: 2134265-2012-04123. This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a gastric aneurysm embolization treatment procedure there was difficulty removing the coil in the catheter and a shaft fracture on a portion of the device that remains outside of the patient occurred. A total esophagectomy was performed and 7 days later the patient returned with severe gastric bleeding. An endoscopy was performed which showed that there was no access to provide hemostasis for the gastric bleeding. The patient was referred to hemodynamics. During the examination 2 gastric artery aneurysms were identified; one mild distal and another moderate proximal. It was decided to perform the aneurysm embolization treatment at this time. Access was obtained via the femoral artery and the 2/3mm x 2.3cm interlock coil was advanced to the vessel via the renegade microcatheter. The coil did not release from the delivery system. The interlock coil was removed and again advanced in an attempt to reposition the device, however it was still unable to be released. The interlock coil and renegade catheter were removed from the patient and during withdrawal the renegade catheter and interlock coil became stuck at the y connector. The renegade catheter was strongly pulled and broke at the junction of the catheter and the hub. Another scopy was performed and showed that the vessel had spontaneously coagulated at the site of the aneurysm. There were no patient complications following the procedure, however the patient remained under special care due to the pre-existing conditions. However, the returned device revealed a shaft break. It was also reported that ten days following the procedure the patient expired. It was reported by the hospital that the patient death was not caused by the procedure or interlock coil device. The cause of death was related to the patient's pre-existing conditions; multiple organ failure caused by sepsis, respiratory insufficiency and esophageal neoplasis (cancer).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was visually examined for damage and was broken in 2 places 6cm from the proximal and 23cm from the proximal and the braid was elongated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states; "coils are designed to be delivered under fluoroscopy using a boston scientific 0.021 in (0.53 mm) lumen i.d. Microcatheter with radiopaque marker". It is know that intermittent flush was maintained in the procedure. The most probable root cause is considered user related because an incompatible coil and catheter were used in the procedure and intermittent flush was maintained. (B)(4).